Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested during evaluation with no occurrence of system error 322. Review of the history log confirms the reported system error 322. However, evaluation was unable to determine the root cause and evaluation of known contributions has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a spectrum pump has 5 instances of system error 322 in the history log. It was also reported there was no pt injury.